Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent a breast reconstruction revision with a 400cc mentor smooth round moderate plus profile, saline breast implant experienced left sided deflation post procedure. The issue was diagnosed through physical examination. As a result, patient underwent replacement with mentor gel on (B)(6) 2022.

Event description:
It was reported that a (B)(6) caucasian female who underwent a breast reconstruction revision with a 400cc mentor smooth round moderate plus profile, saline breast implant experienced left sided deflation post procedure. The issue was diagnosed through physical examination. As a result, patient underwent replacement with mentor gel on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on feb 15, 2022: patient underwent bilateral replacements as follow: l/ cat#: 3501660, sn#: (B)(6) r/ cat#: 3501660, sn#: (B)(6). Suspect device received on february 21, 2022. Device evaluation completed on february 28 , 2022. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sm mpps dv 400cc breast implant had a crease/fold on the posterior view extending to the anterior view. In addition, a tear was noted on the posterior view within the crease/fold measuring approximately 0.5 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).